Event description:
It was reported that the patient was experiencing difficulties in charging their implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.